Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending (lad) artery with mild calcification. The 3.5 x 28 mm xience xpedition balloon ruptured before the stent deployed. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported balloon rupture was unable to be confirmed; however, the outer member of the distal shaft was torn and leaked when pressurized. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for material rupture, torn material or scratched material from this lot. Based on the reviewed information, no product deficiency was identified.